Event description:
It was reported that the right ventricular (rv) lead was explanted due to high threshold values. As a result, a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high threshold values. As a result, a new rv lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received that patient was at church and reported being super dizzy. The pulse heart rate was at 90's. However the lead parameters were in normal range. None of the data shown any lead issue.